Event description:
Caller reported that the mobile app was frozen while loading a cartridge on their iphone 16 pro max. Blood glucose levels remained within normal range, and there was no adverse impact. Customer support instructed caller to uninstall and reinstall the mobile app and pairing the pump again resolved the issues. Customer was able to complete the load process and resumed insulin delivery.